Manufacturer narrative:
(B)(4). The photos of the box and product appear to be correct. Ethicon sells both an ecr60w and a gst60w product. Both products have the gripping surface technology and the cartridge retaining cap is the same for the two products. A notice went out to the sales organization in october of 2015 explaining the use of the retaining cap for the two products. The ecr60w cartridge was the first echelon cartridge to come with the (B)(4)technology which was delivered to the market some 4-5 years ago. The device in the carton was an ecr60w as was indicated on the carton. The retaining cap is correct as it was changed in 2015 to the same retaining cap as the gst60w.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk.

Event description:
It was reported by the affiliate that the device requested was ecr60w, and in the packaging was written ecr60w. However, on the side of the packaging was the illustration of the gst loads and the device inside of the box was a gst60w.